Manufacturer narrative:
The subject device will return to olympus medical systems corp.(omsc) for evaluation. Omsc has not yet received this device. The otv-s7h-1d-f08e instruction manuals state the corresponding method when there is an abnormality in the endoscopic image. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
On (B)(6) 2016, olympus was informed the following information. During an unspecified procedure, the endoscopic image disappeared after a short time of use. And the camera cable broke off. There was no report of the patient's injury regarding this event. After this event, the service department of the overseas subsidiary of olympus investigated it. This cable was mounted on (B)(6) 2015 by them. They surmised that the soldering quality of the cable/connector is poor.

Manufacturer narrative:
The subject device was disassembled. Only the camera cable of this device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated this camera cable and found that the cable mounted the circuit board was broken. The disappearance of the endoscopic image was caused by this break. Omsc evaluated the solder. The solder did not have any crack and the solder quantity was adequate. Omsc surmised that the soldering did not have any abnormality. The exact cause of the reported event could not be conclusively determined, because only the camera cable of this device was returned to omsc. Omsc surmised that the camera cable of the device was shocked while in use (e.g. The camera cable was pulled strongly, the product was dropped from a high place.), and the camera cable was broken. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.